Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a procedure, the patient's blood pressure dropped. The patient also experienced a tamponade. Perforation was suspected but was not visible during echocardiogram or fluoroscopy. Pericentesis was performed and the patient was transferred by ambulance to an open heart center. The lead remains in use and a replacement is planned. No further patient complications have been reported as a result of this event.